Event description:
The patient's wife reported that her husband's infusion device was alarming and displaying a "77" on the screen. She was advised to replace the power pack. The patient's wife replaced the power pack and the device functioned properly. The patient's wife reported that the pt was aware of the recall but had neglected to change the power pack as recommended. She stated that the power pack had been in use for 3 weeks. The patients blood glucose was not affected. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.